Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was not opening on command. A field service engineer found several remnants and whole pieces of medication that had become lodged in the back panel as well as on top of the drawer. After removing the medication, the obstruction was cleared. No hardware failure was present, and the drawer was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.1 became jammed and would not open. An error message indicated that the unit required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.